Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 65mm diameter abdominal aortic aneurysm. It was reported during the index procedure the physician deployed the stent graft but did not set the suprarenal stents and on removal of the non-medtronic catheter (omni flush), the hook of the catheter became stuck on the top of the stent graft causing the sent graft to migrate caudal 5mm. An endurant cuff was implanted and the event resolved. Per the physician, the cause of the event was due to user error. No additional clinical sequelae were reported and the patient is fine.